Event description:
Report received from the USA stating that the device did not function. The device was being used during surgery. There was no user or patient injury reported. It is unk if delay or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).